Event description:
Medtronic received information that during use of a bio-console instrument, it was reported that the device detected tx-50 but flow remained zero on the screen when using the external drive. The instrument was replaced to complete the procedure. There was no patient impact associated with this event. It was asked but is unknown if the bubble detector and level sensor were were in use at the time of this occurrence.

Manufacturer narrative:
Device evaluation summary (field service) - the reported issue with the flow remaining zero on the screen when using the external drive was verified during service. The service technician tried multiple tx-50's and flow simulator, all with the same issue. The service technician tried reseating the flow board which did not work. The issue was resolved by replacing the bio console flow module. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: complaint confirmed for the reported issue with the flow remaining zero on the screen when using the external drive. The issue was verified during service. The service technician tried multiple tx-50's and flow simulator, all with the same issue. The service technician tried reseating the flow board which did not work. The issue was resolved by replacing the bio console flow module. Preventive maintenance was performed per specifications. There were no patient/clinical safety issues reported. The service history record was not reviewed as returned product analysis found no evidence of servicing issues with the serviced device. Trends for issues with this instrument are reviewed at quarterly quality meetings. Correction d8 (was dev serviced by third party?): this field has been updated to no. Correction e3 (occupation): this field has been updated to physician. Correction h8 (usage of device): this field has been updated to reuse. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.